Event description:
It was reported that a (B)(4) an 80 pound torque screw assembly had an issue. The description is as follows; during torque checking (upon inspection) with the instrument provided by integra the movement was very "heavy", a lot of metals fragment that came off. There was no pt involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.